Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Maquet cardiopulmonary (B)(4) is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process indicates that a 100% functional inspection for leakage is performed in the mfg area. A review of the production records for this particular lot show that the device passed the 100% tightness test. Maquet cardiopulmonary (B)(4) has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that after three hours of use, blood leakage was observed at the lower portion of the device. No reported pt effect. Ref (B)(4).